Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 7 devices were received for evaluation; 7 events were confirmed during testing. Five devices were found to have a broken link with fins. Two devices were found to have components unpressing. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device disassembled. Six reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Corrected data: eight devices were received for evaluation; 8 events were confirmed during testing. Six devices were found to have a broken link with fins. Two devices were found to have components unpressing. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device disassembled. Seven reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.